Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that the insulin pump pushed insulin while changing the site. The customer's blood glucose was 335 mg/dl at the time of incident. The customer's blood glucose was 65 mg/dl at the time of hospitalization. The customer stated that they believe that the insulin pump over delivered insulin. The customer stated that they took off the insulin pump due to malfunction and they were still off the insulin pump prior to hospitalization. The insulin pump will not be returned for analysis.